Manufacturer narrative:
Per the user guide: conduct regular checks of your t:slim system and infusion set, particularly: check your t:slim system¿s personal settings to ensure they are correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal setting rate "felt like" it was not correct. Blood glucose level was not reported. The contact could not confirm the if the basal rate that was entered was the correct value. Tandem technical support advised the contact to confirm the setting with a healthcare provider.